Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's cassette was changed because it was leaking. Per reporter, the patient had 48 hours left of the medication and it was reported that the patient was in the emergency room for an unknown reason. No symptoms were specified by the reporter.